Event description:
It was reported that (1) sw100 was used with sw112 during a laparoscopic nissen fundoplication procedure. It was reported by the rep that when using the second suture in the suture assistant, as the surgeon tightened down the lever to tie the knot, a loud crunching noise was noted. The surgeon reload broke apart at the jaw and the pieces fell into the patient's abdomen. The surgeon retrieved the broken pieces and completed the procedure with a standard endoscopic suturing technique. The suture assistant was not used introperatively again. Post-operatively the surgeon fired a suture reload that had been opened, but not used and the instrument fire without incident. There was no consequence to pt.